Event description:
Patient was receiving tube feeding. Tube found almost completely out of nose. Tube feeding infusing into naso and oro-pharynx. Pt. Respirations 44/min;labored, gurgling. Ptpossibly aspirated. Tube was being held in place by hollister suction tube attachment device. Clamp was loose on device. Pt. Had been apneic for short periods throughout the day and was not expected to survive through the night. Patient expired shortly after above eventdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, visual examination. Results of evaluation: telemetry failure, none or unknown, none or unknown. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided. The device was destroyed/disposed of.